Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor and found sensor canula bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returning sensor opened and used.

Event description:
It was reported sensor detachment. The customer was not able to see the electrode. No further information provided.